Event description:
Per customer, during a prp panretinal photocoagulation procedure, the first eye was treated without incident and the pt complained of pain during treatment of the second eye. The physician saw the error code (intermittent message of 20% high power output using the green laser) and interrupted the procedure. Per the pysician, the pt was not injured, and the prognosis is fine. There was no medical intervention. The pt is scheduled to return to complete the prp on the second eye. Per the physician, there is no harm or consequence to the pt from completing the procedure to the second eye in two sittings. Service call scheduled.

Manufacturer narrative:
Lumenis evaluated the system five days later. Per the ce, there were high/low errors above 900 mw green and the system was out of calibration. This apears to be the root cause of the incident. Device was repaired and calibrated.